Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device testing showed the device gave an alarm with the error message "error 1870". This type of error indicates a motor problem. The device casing was removed and an internal examination was performed. The examination showed the motor was locked. The motor was replaced to address this issue. The cause of the mechanical issue was not definitely established.

Event description:
It was reported the device gave an error alarm with message "error 1870". No known adverse effects to patient.